Event description:
Alleged event: during the removal of the first staple at the level of the right carotid artery, the "beak" of the plier folded. The pt's condition is reported as fine.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. The MFR will continue to monitor and trend related complaints.